Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the high impedances was not determined. The patient was given programs to provide pain relief without using contacts 6 and 7 and the issue was considered resolved. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was high impedance measurements on contacts 6 and 7. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.